Event description:
It was reported that the infusion set was leaking insulin at the luer lock. The patient experienced elevated blood glucose levels displayed as hi. The patient found cracks in the luer lock and insulin leaking. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).